Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer visited the customer site and found bubbles at the compressor of the advia 2120i with dual aspirate autosampler instrument. He replaced the reagent diaphragm pump assembly, cleaned the vacuum and pressure lines and ran quality control material. All graphs, cytograms and quality control material were normal and within performance ranges. The cause of the event is a failed reagent diaphragm pump assembly. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A siemens healthcare diagnostics inc. Product specialist reported that an abnormal complete blood count (cbc) result was produced by the advia 2120i with dual aspirate autosampler instrument at a customer site. The abnormal cbc result was due to bubbles and liquid leaking from the compressor and dripping over the power socket of the instrument. No patient results were reported to the physician. Quality control data nor patient results were available for assessment. There are no known reports of patient intervention or adverse health consequences due to the abnormal cbc result.